Event description:
It was reported the patient had an infection in 2009 that caused the entire system to be removed.

Event description:
Additional information received reported that perioperative antibiotics were administrated. It was noted that the date of onset or diagnosis of the infection was 2009 (B)(6). It was noted that the patient had redness and drainage. It was noted that the infection was located at the device pocket. It was noted that a culture was taken from the device pocket and was found to be pseudomonas aeruginosa. It was noted that IV antibiotics, a total device system explant, and a partial device system explant were treatments that were instituted. It was noted that the infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v344574, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead, product ID: 3389s-40, lot# v344574, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 227180002, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: accessory. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).